Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported thrombosis and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombosis is listed in the rx acculink carotid stent system instructions for use as a possible adverse event. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article, titled "perioperative nursing care for patients with carotid artery stenosis."

Event description:
It was reported through an article summary the data of 66 patients diagnosed with carotid artery stenosis were collected. Different treatment strategies were selected based on screening results, and the perioperative nursing care was retrospectively analyzed and summarized. Carotid artery stenting was performed using the rx acculink self-expanding stent. 18 patients underwent carotid artery stent implantation and 2 underwent carotid endarterectomy with no intraoperative complications. Post-operative computed tomography angiography in 20 patients who underwent surgical treatment, revealed a small amount of in-stent mural thrombus formation one year later. Additional information can be found in the attached article, "perioperative nursing care for patients with carotid artery stenosis." No additional information was provided.